Event description:
Guidewire used on cardiac cath procedure comes in premade cath pack by maxxim medical. This guidewire was found to have a kink at the distal tip (just as it begins to curve). A short tip wire protrudes from this end & could have caused damage to the vessel.